Event description:
A report was received from the affiliate indicating that six days after the index procedure, the precise stent restenosed. The physician found in-stent restenosis by echo during routine follow up. Additional pta was carried out to dilate the lesion, and was successfully completed. The pt is in stable condition, and developed no other symptoms.

Manufacturer narrative:
Additional investigations of this event revealed that the target lesion was the left carotid artery. The lesion was 80% stenosed; there was no calcification or tortuosity. The patient's medical history and demographics is also unknown. Prior to the procedure the physician noticed the defect of the product (deformation of the tip of the deployment sheath) before prep, and therefore he used another angioguard. The procedure continued, and was successfully completed. There was no complication during the procedure. Any additional info will be submitted within 30 days of receipt.